Manufacturer narrative:
Retainer ring = black device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Thus and care link software was utilized and downloaded trace/history files properly. No moisture or component damage during the visual inspection of the electronics assembly, motor assembly, force sensor, keypad assembly, vibrator and battery tube assembly. Pump error 43 alarm noted in the pump history. However, no pump error 43 alarm during testing. The motor was tested outside of the device on the stb3 and passed. Pump error 3 alarm, pump error 53 and pump error 28 alarm noted in the pump history due to software error. Pump received with end cap address label fading and pillowing keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer was hospitalized on (B)(6) 2021, due to hypoglycemia. Pump retuned with possible pump error codes; 53, 43, 3, and 28. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further review of the pump history found: pump error 3 alarm on (B)(6) 2021 at 02:26:55, 02:36:00, 02:46:01 and 02:56:00. Also, on (B)(6) 2021 at 04:30:00, 04:37:04 and on (B)(6) 2021 at 23:38:09 pump error 53 (linenumber = 458 filenumber = 32107) on (B)(6) 2021 at 02:26:41, 02:26:53, 02:45:46 and 02:45:59. Also, on (B)(6) 2021 at 04:19:46, 04:19:58, 04:36:50 and 04:37:03 and on (B)(6) 2021 at 23:37:55 and 23:38:07. Pump error 53 (linenumber = 5632 filenumber = 2005) on (B)(6) 2021 at 01:24:31 and 01:26:33. Pump error 28 alarm on (B)(6) 2021 at 02:26:00 and 02:43:56, on (B)(6) 2021 at 04:17:56 and 04:34:40, on (B)(6) 2021 at 23:37. Pump error 43 alarm on (B)(6) 2021 at 00:19:00, on (B)(6) 2021 at 04:04:00, on (B)(6) 2021 at 01:17:00. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. However, no pump error 53, 43, 3 and 28 alarm during testing. No moisture or component damage during the visual inspection of the electronics assembly, motor assembly, force sensor, keypad assembly, vibrator and battery tube assembly. The motor was tested outside of the device on the stb3 and passed. Pump received with end cap address label fading and pillowing keypad overlay. Unit passed the functional test. Unable to verify customer complaint for hypoglycemia. Pump error 3 confirmed; pump error 28 confirmed; pump error 53 confirmed due to software error. Pump error 43 confirmed, problem isolated to the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were in emergency room due to sever low blood glucose level on unknown date. Customer's blood glucose level was 54 mg/dl. Customer's blood glucose level was 150 mg/dl at the time of call. Customer was treated with glucose tablets and glucagon while in the ambulance. Customer stated that they were having symptoms like mental confusion. Customer stated that insulin pump had multiple pump error alarms. Customer stated that they were able to clear the alarms. It was unknown that if the insulin pump was in auto mode at the time of the incident. The device will be returned for analysis.